Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was at end of service (eos) since 2013. The patient had not been seen in office since (B)(6) 2012 and was seen at another neurologist previously. The patient was scheduled for an ins exchange on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was not working. The patient stated she was shaking terribly again and when she checked the ins it showed nothing; usually it beeped, but was not. The patient still shook, but "not like today" and did not use the ins very often. The patient noted that the operation never really worked for her since implant. The patient stated that they shut it off and took a MRI. The patient noted that she had fallen down so many times, causing multiple issues. The patient had not been to her doctor for four years and the ins was no good and had to be replaced. The patient never changed her patient programmer batteries as no one ever told her to do so. The 9 volt battery light was blinking on the back of it. The following day it was reported that the patient replaced the " 16 volt" battery. The programmer showed that the 9 volt battery was not good the day prior. The programmer was still not making any noise and the only light that was lit was the 9 volt battery. The light was yellow, not green. The patient stated that in the past when she put the programmer up against her chest the lights would light up, but now they were not. The patient was pressing the blue and grey button and there was "no sound and nothing." It was noted that the programmer was not communicating with the ins even after replacing the 9 volt battery. The patient also noted that she was shaking and could not even use her right hand. The patient stated that from the time she had it implanted, when they turned it on, she started losing her balance and now was blind in one eye. The patient was shaking all the time and learned to use her o ther hand. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Conclusion code was removed.

Event description:
It was reported that the patient had a loss of therapeutic effect following a fall. The patient fell four days after the implant for the first time. Since implant, the patient had fallen about 9 times. On (B)(6) 2011, the patient fell in the shower resulting in 2 vertebrae issues and 4 fractured ribs and received "pt" and went to pain doctors for that. The patient also fell at one point onto her face, right side of her face was black and blue and the patient went to the doctor and was told she had a detached retina. The patient could no longer see out of her right eye. The patient could no longer sign her name and will see her doctor.

Manufacturer narrative:
Product ID, 748240 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension product ID, 7438 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient product ID, 3387-40 lot# j0519515v serial#, implanted: 2006 (B)(6), explanted: product type lead. (B)(4).